Event description:
It was reported that smart pass was disabled on the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was contacted, and ts walked the field representative through re-enabling smart pass. The health care professional reported r-waves being marked as noise. Subsequently, the s-ICD was reprogrammed from the secondary sensing vector to the alternate, and sensing was again appropriate. The s-ICD system remains in service. No adverse patient effects were reported.